Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clinician inserted an ez-io needle and added a bolus of product through the needle. The physician said that the fluid extravasated. This happened three times in the same patient at different needle locations. The patient's current condition is unknown.